Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. Antibiotic treatment was ongoing. At the time of this report, the patient was discharged from the hospital and recovered from fever and peritonitis (on an unknown date). Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, repeat, intraperitoneal), fortum injection (1gm, once daily, intraperitoneal) and amikacin injection (125mg, once daily, intraperitoneal) for peritonitis. The cause, patient outcome and action taken with pd therapy were not reported. No additional information is available.